Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen flashing and blank. Customer stated they did hear fluid when shaking the insulin pump. Customer stated they see fluid under the liquid crystal display and also had crack in the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device ump was received with blank display due to moisture damaged electronic assembly. Unable to verify missing segments and partial display or battery power loss alarm due to blank display. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.